Event description:
It was reported that during prep of a 4.0 x 23 mm xience xpedition, the stent dislodged. It is unknown exactly when it dislodged, it was noticed when the stent delivery system was going to be advanced on the guide wire. A second 4.0 x 23 mm xience xpedition was implanted successfully to complete the procedure. The device was not used so there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.